Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain/pain') and urinary incontinence ('loss of bladder control') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included liposuction in 2013, d & c in 2002 and nasal polyps. In (B)(6) 2016, heart testing that never showed up on the results. Concurrent conditions included post-traumatic stress disorder, acid reflux (oesophageal), joint pain, menopausal symptoms, vulvovaginal pain, adenomyosis, paratubal cyst, vaginal inflammation and vulvovaginal candidiasis. Concomitant products included lorazepam. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dermatitis allergic ("allergy : rash/skin condition/raised rashes occurred all over my body"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2011, the patient experienced fatigue ("fatigue/ tired") and chest pain ("chest pain") and was found to have weight increased ("weight gain/gaining weight"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary probs"). In 2013, the patient experienced migraine ("migraines/migraines/headaches"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2015, the patient was found to have blood gases abnormal ("abnormal blood gases"). In (B)(6) 2016, the patient experienced visual impairment ("starburst affect in vision"). In 2017, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced constipation ("extreme constipation"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity/allergy"), cystitis ("bladder infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nervous system disorder ("neuro condit/prob"), depression ("psych injury/ depression symptoms and anxiety"), urinary tract infection ("uti"), amnesia ("short-term memory loss/problems"), dizziness ("dizziness"), urinary incontinence (seriousness criterion medically significant), confusional state ("I couldn¿t pinpoint what was wrong"), pruritus ("extremely itch/ itchiness"), back pain ("back pain/ muscle (back) pain"), muscle spasms ("muscle spasms/leg/hips muscle locking/ spasms") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with bisacodyl, enemas and surgery (hysterectomy (full), salpingectomy (bilateral) and bladder lift surgery (B)(6) 2017). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, fatigue, alopecia, gastrointestinal disorder, weight increased, migraine, headache, nervous system disorder, hormone level abnormal, chest pain, pruritus and visual impairment had resolved, the cystitis, bladder disorder, urinary tract disorder, depression, urinary tract infection, blood gases abnormal, tooth disorder, constipation, amnesia, dizziness, urinary incontinence, confusional state, back pain and muscle spasms outcome was unknown and the anxiety was resolving. The reporter considered abdominal pain, alopecia, amnesia, anxiety, back pain, bladder disorder, blood disorder, blood gases abnormal, cardiac disorder, chest pain, confusional state, constipation, cystitis, depression, dermatitis allergic, dizziness, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, muscle spasms, nervous system disorder, pelvic pain, pruritus, tooth disorder, urinary incontinence, urinary tract disorder, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, chronic pain,abdominal pain, blood/heart disorder, hypersensitivity, rash/skin condition, fatigue, hair loss, gi conditions, weight gain, migraines, headaches, neuro condit/prob, hormonal changes, psych injury, uti, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2019: plaintiff fact sheet and medical records were received. Events per pfs: chest pain, abnormal blood gases, dental problems, extreme constipation, short-term memory loss/problems, dizziness, loss of bladder control, I couldn¿t pinpoint what was wrong, extremely itch/ itchiness, starburst affect in vision, back pain/ muscle (back) pain, muscle spasms/leg/hips muscle locking/ spasms and anxiety. Onset date of events, medical history, concurrent condition and concomitant medication were added. Outcome for event chest pain, rashes, itchy, constipation, vision issues and migraine were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), hypersensitivity ("hypersensitivity/allergy"), dermatitis allergic ("allergy : rash/skin condition"), cystitis ("bladder infection"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary probs"), fatigue ("fatigue"), alopecia ("hair loss"), gastrointestinal disorder ("gi conditions"), migraine ("migraines"), headache ("headaches"), nervous system disorder ("neuro condition/prob"), psychological trauma ("psych injury") and urinary tract infection ("uti") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, abdominal pain, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, fatigue, alopecia, gastrointestinal disorder, weight increased, migraine, headache, nervous system disorder and hormone level abnormal had resolved and the cystitis, bladder disorder, urinary tract disorder, psychological trauma and urinary tract infection outcome was unknown. The reporter considered abdominal pain, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dermatitis allergic, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nervous system disorder, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, chronic pain,abdominal pain, blood/heart disorder, hypersensitivity, rash/skin condition, fatigue, hair loss, gi conditions, weight gain, migraines, headaches, neuro condition/prob, hormonal changes, psych injury, uti, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s): (unspecified): bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Injury nos replaced with new event pelvic pain. New events abdominal pain, blood/heart disorder, hypersensitivity, rash/skin condition, bladder infection, bladder problems, urinary probs, fatigue, hair loss, gi conditions, weight gain, migraines, headaches, neuro condition/prob, hormonal changes, psych injury, uti were added. Lab data, reporter¿s information, patient¿s demographics were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.